Event description:
As reported by the equinoxe shoulder study, the patient had an initial left tsa on (B)(6)2018. The patient presented on (B)(6) 2020 with dislocation. The case report form indicates that this event is possibly related to device and/or to procedure. Outcome is resolved by revision on (B)(6) 2021. No device return anticipated due to being a clinical trial study. Ebi initial surgery attached.

Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): 300-50-45 - 4.5mm short rep plate, (B)(6); 310-00-44 - xs humeral head, 44mm xs offset humeral head, (B)(6); 314-13-02 - equinoxe cage glenoid small, alpha, (B)(6).

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h6. MDR section codes updated/corrected: b, c, d, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported revision due to dislocation cannot be conclusively determined; however, it may be due to soft tissue imbalance, rotator cuff failure, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.